Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera, cable and video controller were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of a pt injury or death associated with this event.